Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected absence of occlusion alarm anomalies noted. No unexpected device test failed. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had high blood glucose problem and insulin pump failed high pressure test twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.